Manufacturer narrative:
On (B)(4) 2017, the fse was dispatched and observed the y-axis cup transfer waste chute backed up. He removed the chute and cleaned it. The aia-2000 was functioning as intended. The probable cause of the event was residual build up in y axis waste chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported that the aia-2000st is not functioning as intended. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.